Event description:
The customer reported experiencing a past low blood glucose event with a lowest level of 41 mg/dl. The customer consumed carbohydrates to address the issue. Tandem technical support advised the customer to consult a healthcare provider to discuss potential factors affecting blood glucose levels.